Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise and low impedance. The lead was explanted and replaced. The patient was fine post operation and would continue to be followed normally.